Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd autoshield¿ duo safety pen needle there was an issue with needles already opened when delivered.

Event description:
It was reported with the use of the bd autoshield duo safety pen needle there was an issue with needles already opened when delivered.

Manufacturer narrative:
One open spn sample was returned from lot. No. 7205828, cat. (B)(4) visual examination was carried out on the returned sample and evidence of adhesive on the tear drop label was observed. Visual examination was carried out on the returned sample and evidence of adhesive on the tear drop label was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.